Event description:
Ccu [cardiac care unit] provider inserted a dobhoff into the left nare of the patient and was unable to remove the guide wire. Several attempts were made to remove the guide wire without success. X-ray had verified placement prior to attempting to remove the guide wire. After several unsuccessful attempt to pull the guide wire, the ccu provider made the decision to pull the dobhoff. Upon inspection the weighted tip of the guide wire was getting hung up on the junction between the clear fenestrated tip and the yellow opaque tubing.